Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare physician confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: flat creases and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve assessed as adhesive failure.

Event description:
Healthcare physician confirmed right side deflation. Device has been explanted.